Event description:
Revision surgery 6 years and 5 months after primary due to pain. There was a subincision of loosening of the stem. However this was not confirmed, the stem has been removed, not easily, and replaced another stem. Also the inlay and the head were replaced. On (B)(6) 2015 we came to know that the sales was informed by the surgeon about a planned revision on (B)(6) 2015, but she reported it only once the revision was performed on (B)(6) 2015. MFR ref# 3005180920-2015-00035.